Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that while sleeping, the infusion set tubing came apart at tubing connector and blood glucose level was 179 mg/dl. The patient had faced the same issue for the second as the same malfunction occurred last week as well before this report. The site was at her arm and the pump was clipped to her shirt. The infusion was being used for 3 days. The infusion were placed in a bin. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.